Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, surgeon was unable to fire the gun with reload. Tried to use the reload with new handle and it didn¿t work. No patient injury has been noted.

Manufacturer narrative:
Correction post market vigilance (pmv) led an evaluation of one device. The instrument handle would return to its initial position when the handle is actuated the first time. The second time the handle was cycled the broken actuator grasper fell out of the handle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. The root cause of the observed secondary damage was misuse of the product. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. However, the investigation detected a secondary condition of a broken actuator mechanism that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, surgeon was unable to fire the gun with reload. Tried to use the reload with new handle and it didn¿t work. Another device was used to complete the procedure. No patient injury has been noted.